Manufacturer narrative:
G4: 31oct2019; b4: 01nov2019. It has been determined that this is a duplicate report. This event is being addressed under MFR. Report number 2031642-2019-08868. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced and calibrated the touch screen assembly to address and correct this event.

Event description:
The customer reported a ventilator with a touch screen issue. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.